Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and it was seen that the catheter's slide port was detached at the strain relief. The catheter was functionally tested and was able to deploy and undeploy without issue. Based on all available information the allegation in the complaint was confirmed. The cause of the detached flush luer was determined to be manufacturing deficiency due to the location of the separation

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush port was leaking and eventually detached. During preparation the device was prepared and connected to irrigation without issue. After some ablations it was noticed the flush port of the catheter was leaking, but the device continued to be used. Once the initial pulmonary vein isolations had been completed the catheter was removed from the body. When the device was placed on the table, they found the flush port detached completely from the catheter. Post ablation mapping identified the need for more ablations, so a new farawave catheter was opened to complete the procedure. No patient complications occurred. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush port was leaking and eventually detached. During preparation the device was prepared and connected to irrigation without issue. After some ablations it was noticed the flush port of the catheter was leaking, but the device continued to be used. Once the initial pulmonary vein isolations had been completed the catheter was removed from the body. When the device was placed on the table, they found the flush port detached completely from the catheter. Post ablation mapping identified the need for more ablations, so a new farawave catheter was opened to complete the procedure. No patient complications occurred. The catheter is expected to be returned for analysis.